Manufacturer narrative:
System was used for treatment. Kit lot d360 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break, alarm #7: blood leak. (Centrifuge chamber) or alarm #18: system pressure. However, a corrective and preventive action has already been initiated for drive tube leak/break. Service order feedback still pending at the time of this report. Service order feedback information to be included in final report when investigation is complete. This assessment is based on the information available at the time of the investigation. The photo evaluation is still in progress at the time of this report. A supplemental report will be filed once investigation is complete. (B)(4). Device not returned.

Event description:
Customer called to report a drive tube leak during a patient treatment. Customer reports the treatment had progressed through purging air and that a system pressure alarm occurred just prior to the leak, as the bowl was stopping. A leak detected:centrifuge alarm occurred shortly after the bowl stopped. Operator noted that there was blood inside the centrifuge and that at the lower bearing/retainer clip, the drive tube appeared to be "pinched" though the bowl and the overall drive tube appeared intact. Treatment was aborted with no blood returned to the patient. Patient is stable and currently receiving a treatment on another instrument. Technical services evaluation was requested. Customer submitted photos for evaluation.

Manufacturer narrative:
Service order feedback completed: service engineer cleaned blood spill, replaced drive tube bearing clips and completed system checkout procedure successfully. A photo analysis was conducted. Review of the customer supplied photographs confirmed the reported damage / leak. Although delamination of the bearing stop cannot be confirmed, the damage to the drive tube in the photographs is consistent with historical delamination of the bearing stop. As such, the most likely root cause of the leak is delamination of the drive tube bearing stop. Corrective and preventive actions have already been initiated. (B)(4). Device not returned.